Event description:
A surgeon reports that during intraocular lens (iol) implanted surgery, the haptic did not unfold. The incision was enlarged to faclitate removal and replacement of the iol. Information also indicates a second surgical procedure was required, but no details have been provided. Additional information has been requested.